Event description:
It was reported that pump screen remained dark and would not turn on despite caller attempts to power it on and visible blinking light around button. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to try multiple button presses and charging steps without success, planned to use multiple daily injections as backup therapy, and was issued replacement pump, while also being advised to obtain new insurance card and await follow-up regarding out-of-warranty replacement options.